Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 163 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced a low of 79 mg/dl after being treated for the high. The customer had juice to treat the low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined after performing some functional checks. The customer wanted the pump checked as it did not alert him that the reservoir was empty. The insulin pump will not be returned for analysis.